Event description:
It was reported to philips that the therapy delivery test failed during the operational check. There is no patient involvement. This report was generated pursuant to quality plan (B)(4) - quality plan ¿ ecr als service record remediation.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the therapy delivery test failed during the operational check. There is no patient involvement. A therapy pca was received by the failure analysis lab. The reported problem could not be verified or duplicated during lab tests. No fault found with this therapy board. This report was generated pursuant to quality plan lc2236 - quality plan ¿ ecr als service record remediation.